Event description:
It was reported to depuy acromed that a peak cervical plate was explanted from a patient due to an uncomfortable feeling in the throat. According to the complainant, the screws fit loosely in the plate. There were no other adverse consequences to the patient.